Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the cgm was in the 80-90s mg/dl. The patient had symptoms of weakness, fatigue and passed out. The patient's child called 911. When paramedics arrived, they checked the patient's bg and it was 50 mg/dl while the cgm was 90 mg/dl. The patient was treated with glucose gel and was transported to the hospital. At the hospital, the patient was in the hospital for 16 hours before being discharged. The patient could not remember event details while in the hospital. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.